Event description:
It was reported by the patient's attorney that the patient underwent right hip arthroplasty on (B)(6) 2008. She underwent revision on (B)(6) 2022 with a preoperative diagnosis of corrosion right hip. After removing the large metal head, "there was evidence of some corrosion at the base of the taper."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.